Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Information was received from an attorney alleging that the patient suffered 'personal injury' when a 'defective' lead 'malfunctioned'. No specific patient injury was reported.

Manufacturer narrative:
Other: the lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Information was received from an attorney alleging that the patient suffered 'personal injury' when a 'defective' lead 'malfunctioned'. No specific patient injury was reported. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, defective device.